Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site, and the site was tender to the touch. It appeared the ipg was protruded-tilting in the pocket. Imaging was performed to assess the battery positioning. The patient underwent a revision procedure in which the ipg was repositioned in the pocket. The patient was doing fine postoperatively.